Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Summary of investigational findings: the investigation is based on event description only. No product was returned, no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us, but e.g. Insufficient loading, insufficient flushing or prolonged procedure time leading to solidification of contrast or blood could have contributed to the failed deployment. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to devices under PMA/510(k) k063619. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "performed hybrid procedure; introducer positioned in the ascending aorta, catheterized shunt of blalock taussig to the left, and positioned the mreye flipper coil and expanded inside the shunt. At the moment of releasing the coil, it did not detach itself from the system; there seems to have been a distortion in the release cable. The coil system was completely withdrawn and was chosen to attempt to close the shunt through the surgical section." Patient outcome: the patient required shunt closure through a surgical section. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.